Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was pushing insulin into the cartridge until he feels pressure and removing cartridge air with a dry syringe. Tandem customer support informed customer that pushing insulin into the cartridge until he feels pressure and removing cartridge air with a dry syringe, is off label per the user guide. Customer resumed insulin therapy on the pump. Customer¿s blood glucose level was 130 mg/dl.

Manufacturer narrative:
Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.